Event description:
It was reported that patient with this implantable pacemaker experienced vibration from device. Boston scientific technical services (ts) discussed that the device cannot vibrate, and it could be related to device location or possible pocket stimulation from unipolar right ventricular (rv) pacing or compromised insulation. This device remains in service. Additional information indicated that this device was explanted, and no new device was implanted. No additional adverse patient effects were reported. No adverse patient effects were reported.

Event description:
It was reported that patient with this implantable pacemaker experienced vibration from device. Boston scientific technical services (ts) discussed that the device cannot vibrate, and it could be related to device location or possible pocket stimulation from unipolar right ventricular (rv) pacing or compromised insulation. This device remains in service. Additional information indicated that this device was explanted, and no new device was implanted. No additional adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted slightly misaligned on the telemetry coil side potentially exposing the battery case to the device case. Dimensional analysis of the header was completed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of pocket stimulation.